Event description:
Initial result for a pt calcium was 3.0 mg/dl. When repeated, the result was 8.6 mg/dl. The incorrect result was not used to guide therapy. The field service rep found a hole in the rinse nozzle tubing and repaired the instrument by replacing the tubing.